Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the "t-tube" split and broke off near the insertion site, while the nurse was flushing it. Allegedly, 1/4 of an inch remained outside of the patient's body, and was clamped with hemostats until the md could remove the tube. The procedure was intended for the removal and replacement of the "t-tube". Additional information has been requested and not yet received.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "warnings: to avoid the possibility of drain damage or breakage: avoid suturing through drains as this may result in breakage during removal or undesired leakage; drains should lie flat and in line with the skin exit areas; particular care should be taken to avoid any obstacles to the drain exit path; drains should be checked for free motion during closure to minimize the possibility of breakage; drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain; surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the "t-tube" split and broke off near the insertion site, while the nurse was flushing it. Allegedly, 1/4 of an inch remained outside of the patient's body, and was clamped with hemostats until the md could remove the tube. The procedure was intended for the removal and replacement of the "t-tube". Additional information has been requested and not yet received.